Event description:
Reporting status: serious injury - requiring intervention - permanent damage. Reporting rationale: dislodged stent implanted in an unintended site. Device issue: stent dislodgement. It was reported that the stent came off the balloon and dislodged in the left main; therefore, it was pushed into the proximal lad and deployed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left another country's MFR as per specifications. Two units were tested for stent retention during in-process control and both passed the specified requirement. The device was not returned for investigation and therefore, no complaint root cause can be identified. No device malfunction can be determined due to the lack of procedure and patient information and the lack of device investigation.